Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer's representative (rep) indicating that a motor stall occurred, and according to the doctor, the pump never recovered. The patient was hospitalized at (B)(6) to get a replacement pump. However, the only neurosurgeon there that will do the surgery is not available until friday (B)(6) 2016. They were going to transfer the patient to (B)(6) for surgery, and the hospital called the rep to say they were transferring the patient to (B)(6). They said there is a neurosurgeon who will replace the pump (B)(6) 2016. The hcp wanted a 40cc pump for this patient. They currently have a 20cc pump and have a 2000 mcg concentration, and was at almost 1000 mcg. The rep was going to text the hcp to ask him what dose they wanted the patient to be started on but may let the neurosurgeon make that call. The neurosurgeon name or time of surgery was not available at the time of report. The rep believed they are giving the patient IV benzos currently and the hcp said the patient was doing okay.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2016-dec-27. It was reported that a new 40cc pump was implanted, and was infusing baclofen at 2000mcg/ml at 99.9mcg per day. The patient was to follow-up with the hcp on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (2000 mcg/ml at 999.7 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2015 the patient heard a critical pump alarm. On initial interrogation the same day a motor stall was seen. The pump stalled at 10:42 and had not recovered. The patient had not recently had an MRI. The patient was eating at home when the stall occurred. The patient had no symptoms at the time of the report and there were no other stalls/recoveries in the event logs. The doctor was sending the patient to the ER (emergency room).

Manufacturer narrative:
(B)(4) no longer applies to the pump. Instead (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative on (B)(6) 2016 reported a motor stall occurred and was seen at initial interrogation. It was unknown if the patient had recently had an magnetic resonance imaging (MRI). Pump status and/or event logs report motor stall occurred. It was noted a motor stall and recovery occurred. Motor stall recovery occurred on (B)(6) 2016. It was reviewed to consider pump replacement and advised caller that we recommend replacing the pump if there is no known cause of the motor stall. No symptoms were reported. On (B)(6) 2016 it was stated company representative (rep) stated they were replacing the pump today (B)(6) 2016) and it is being sent back for analysis. Rep inquired about a reservoir rinse with drug, and that procedure wad discussed. It was also discussed priming considerations and aspirating the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.